Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) and poor imaging appear to be related challenging patient anatomy). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ mixed mitral regurgitation (mr), restricted posterior leaflet, prolapsed - anterior leaflet, pre existing chordal rupture, enlarged atrium, previous cardiac surgery for a mitraclip procedure. During the procedure, two mitraclips were implanted successfully. A third mitraclip was then successfully placed lateral to the first implanted mitraclip, upon release there was a single leaflet detachment (slda) and the clip was no longer attached to the anterior leaflet. The procedure was discontinued; the final mr was reduced to grade 2-3. There were no adverse patient effects or clinically significant delays reported.